Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Service history review: part no. 351.16j, serial/lot no: (B)(4): no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 15 july 2009. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the flexible shaft connector for use with jacobs chuck broke apart into six (6) pieces during reaming. Fragments were generated but none were left in the patient. This was during a hip fix surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was performed ¿ the customer reported the quick coupling broke apart. The repair technician reported the item had worn parts. Worn out parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed. Device investigation summary ¿ the returned instrument was examined and the complaint condition was confirmed as the connector was received disassembled. All components (body, knurled cap, spring, washers (x2), pins (x2) and set screw) were returned. The flexible shaft connector (351.16j) is a component of the flexible reamer set which is utilized if reaming of the medullary canal is desired prior to the implantation of retrograde/antegrade femoral nails (r/afn), lateral femoral nails (lfn), and cannulated tibial nails. The returned instrument was examined and the complaint condition was confirmed as the connector was received disassembled. All components (body, knurled cap, spring, washers (x2), pins (x2) and set screw) were returned. The instrument was able to be reassembled corrected and was found to function as intended. No definitive root cause was able to be determined however the failure mode is consistent with misassembly following sterilization. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.